Event description:
It was reported to boston scientific corporation that enteral feeding - right angle feeding set was placed in a percutaneous endoscopic gastrostomy (peg) replacement procedure (date of procedure is unknown). Per the complainant, a few days after replacement procedure, nutritional supplement was found to be leaking between the right angle feeding adaptor and another adaptor. A new right angle feeding adaptor was used to replace the leaking adaptor. There has been no report of injury to patient due to this event. The patient's condition was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.